Event description:
It was reported that this inflatable penile prosthesis (ipp) pump bulb would not refill after one pump and the reservoir migrated into the groin space. The physician confirmed that the device was no longer working as intended, and a revision procedure will be scheduled. There were no additional patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump bulb would not refill after one pump and the reservoir migrated into the groin space. The physician confirmed that the device was no longer working as intended, and a revision procedure will be scheduled. There were no additional patient complications reported.